Event description:
It was reported that a malfunction occurred on the pump, with the specific malfunction code being malf 12. There was no information provided to determine if there was an impact on the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.